Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels, with a reading of 405 mg/dl. It was stated that the insulin pump passed the testing, but the mother was afraid to put the customer back on the insulin pump. Nothing further was reported.